Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was leaking when inserting the farawave catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported pump was used for the irrigation of the sheath. The leak appeared to be coming from the valve. Air was noticed in the syringe when aspirating. The fluid was leaking from the proximal end of the handle. The leaking fluid was saline. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was leaking when inserting the farawave catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported pump was used for the irrigation of the sheath. The leak appeared to be coming from the valve. Air was noticed in the syringe when aspirating. The fluid was leaking from the proximal end of the handle. The leaking fluid was saline. No other issue has been reported.